Event description:
A patient reported experiencing inaccurate high results with an ot basic original meter. The patient's blood glucose results were 189mg/dl (meter), 42mg/dl (lab). Tests were done within 11-20 minutes with a difference of 152mg/dl. Patient did not experience any adverse events. No further information has been reported. Note: customer was using expired control solution and the code on the meter did not match the code on the test strips.